Manufacturer narrative:
The device was received deployed. The download data shows that the pod ran for over 200 pulses and completed a bolus sequence during its run with no timeouts or drive stall observed. No damages or defects were found that would result in a needle mechanism failure.

Event description:
The patient reported that on (B)(6) 2025 while attempting to activate a new pod, the cannula deployed early before they were able to place the pod on their skin. Due to this, the pod was not worn. No patient consequences were reported. It should be noted the lot details provided by the patient show that this pod expired (B)(6) 2025.

Manufacturer narrative:
The device has been returned/received and a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot details provided show that the patient was using an expired pod. As per omnipod®5 automated insulin delivery system - user guide (model: pdm-h001-g-xx pt-000369-aw rev 009 08/22, 5 activating and changing your pod / page 95) caution: do not use a pf10od if the sterile packaging is open or damaged, the pod has been dropped after removal from the package, or the pod is expired as the pod may not work properly and increase your risk of infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.